Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), results and conclusions: (severely conical-shaped aortic neck).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The aortic neck is 27 mm in diameter at the renal arteries and 35 mm in diameter at 1 cm below the renal arteries. The iliac arteries have moderate tortuosity and moderate calcification. It was reported that the final angiogram revealed a proximal type I endoleak from the bifurcated stent graft (MFR report # 2953200-2011-01490). The physician elected to intervene by implanting an endurant aortic cuff (MFR report # 2953200-2011-01491); however, the proximal type I endoleak did not completely resolve. No further intervention was preformed. No additional clinical sequelae were reported, and the patient is fine.